Event description:
It was reported that the therapy had stopped in an arctic sun device. They had already tried changing devices before paging me. At first refused to take a mobile into the room because the family was there, but explained they would need access to the screens for troubleshooting and was able to do some troubleshooting, but eventually stated could not get to the baby and "wanted someone to just come out because there were too many things going on and they could not see the screen because they were doing something with the patient." Offered to call back later but was unable to tell them when would be available. Explained that could page back if needed before when office opened in one hour. Patient temperature (pt) was 32.7 (esophageal - as/also has rectal to bedside reading 31.2c), targeted temperature (tt) was 33.5c, flow rate (fr) stopped, water temperature (wt) was 32.5c, event log noted alarm 14 (probe out of range), the connections would not match bedside on either probe. Swapped esophageal to outlet control temperature (t2) and enabled outlet control temperature (t2). Probe reading 32.6c. Flexed cable and patient temperature (pt) was stable. Moved back to outlet monitor temperature (t1) and started therapy. Patient temperature (pt) was 32.6c, targeted temperature (tt) was 33.5c, water temperature (wt) was 32.2c, flow rate (fr) 1lpm. Advised to keep close eye on flow rate (fr) and explained how this was related to heater capacity. Explained this alarm means the probe was disconnected while therapy was running, but things appeared to be working appropriately at this time. Had go to system screen. System hours was 77, pump hours was 52, inlet pressure (ip) was -6.7psi, circulation pump command (cpc) was 0, flow rate (fr) 0 (therapy stopped itself again). This was when they declined further troubleshooting. Explained they might need to change the probe since this was already the second machine so it was less likely related to the cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "sensor wire too weak". The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the therapy had stopped in an arctic sun device. They had already tried changing devices before paging me. At first refused to take a mobile into the room because the family was there, but explained they would need access to the screens for troubleshooting and was able to do some troubleshooting, but eventually stated could not get to the baby and "wanted someone to just come out because there were too many things going on and they could not see the screen because they were doing something with the patient." Offered to call back later but was unable to tell them when would be available. Explained that could page back if needed before when office opened in one hour. Patient temperature (pt) was 32.7 (esophageal - as/also has rectal to bedside reading 31.2c), targeted temperature (tt) was 33.5c, flow rate (fr) stopped, water temperature (wt) was 32.5c, event log noted alarm 14 (probe out of range), the connections would not match bedside on either probe. Swapped esophageal to outlet control temperature (t2) and enabled outlet control temperature (t2). Probe reading 32.6c. Flexed cable and patient temperature (pt) was stable. Moved back to outlet monitor temperature (t1) and started therapy. Patient temperature (pt) was 32.6c, targeted temperature (tt) was 33.5c, water temperature (wt) was 32.2c, flow rate (fr) 1lpm. Advised to keep close eye on flow rate (fr) and explained how this was related to heater capacity. Explained this alarm means the probe was disconnected while therapy was running, but things appeared to be working appropriately at this time. Had go to system screen. System hours was 77, pump hours was 52, inlet pressure (ip) was -6.7psi , circulation pump command (cpc) was 0, flow rate (fr) 0 (therapy stopped itself again). This was when they declined further troubleshooting. Explained they might need to change the probe since this was already the second machine so it was less likely related to the cable.